Event description:
Caller is patient, who suddenly became aware that she'd been seen by the optometrist on 4 different occasions, since using amo solution. Her symptoms began with tearing, dryness, itching and red eyes. She kept getting what appeared to be an infection. She was placed on an antibiotic drop and steroids. She stopped wearing contacts all together and her symptoms have since resolved.